Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. Sheath was fine upon opening. Used versacross connect for faradrive, went transeptal, and while aspirating the sheath after taking out the dilator the physician noticed an excess amount of air being sucked into the dilator. Tried another syringe, aspirated with a mapping catheter partially inserted, and reconnecting to irrigation but all cases showed excess air being pulled out of the sheath. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.